Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited out of range shock impedances of greater than 125 ohms. Boston scientific technical services (ts) was asked to review the lead measurements and noted the shock impedances had gradually increased over approximately three months. Ts recommended having the patient return for lead and device testing, and a possible x-ray. It was noted that there were no other out of range lead measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the patient was brought to their clinic for lead testing. The shock impedances were noted to be within 110 to 120 ohms. Patient isometrics and pocket manipulation were performed while taking lead measurements with no unusual findings. The patient will continue to be monitored. No adverse patient effects were reported.